Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer's device alarmed threshold suspend. The customer stated her blood glucose was 152mg/dl and sensor glucose was 74mg/dl. The customer stated she will call back for further assistance.